Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels for several days leading up to the call. Blood glucose level at the time of the incident was 316 mg/dl. Customer reported that her blood glucose level went up to 460 mg/dl on the day of the call, which was treated with a manual injection. Blood glucose level at the time of the call was 279 mg/dl. Troubleshooting did not reveal any malfunction of the insulin pump. The customer was advised to monitor the insulin pump and call back with any issues. The insulin pump will not be replaced or returned for analysis.